Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose over 300 mg/dl. The customer¿s blood glucose level was in the range of 400 mg/dl at the time of incident. Customer did not allege insulin pump was under delivering. The customer was treated with IV drip in the hospital. The insulin pump will not be returned for analysis.